Event description:
Senseonics was made aware of a hypoglycemia incident where which was likely due to sensor inaccuracies. Patient reported th incident happened on (B)(6) 2022 at 1:41 pm. The eversense cgm system showed a value of 170 mg/dl where as blood glucose (bg) value was 50 mg/dl. Patient complained of not receiving low glucose alerts. Patient was able to self treat by eating. No medical treatment was needed.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The preliminary investigation was performed on the user's in vivo sensor data synced by the user on the data management system (dms), which is the data cloud platform for eversense systems. The preliminary analysis confirmed the reported mismatch, and it was determined to be due to the inherent lag in the cgm system. The sensor glucose (sg) value caught up to the blood glucose (bg) calibration entry after 3-4 sensor readings. However, while addressing the patient's complaint of sensor inaccuracies, the preliminary investigation analysis revealed a deviation in the sensor performance. The patient had reported that the sensor was impacted by an external force about a week after insertion, and the analysis indicated that the sensor performance had declined since the impact. To further analyze the performance deviation and to determine the root cause of the malfunction, a return material authorization (RMA) was authorized to bring back the sensor. The returned sensor was tested in-house, however, the failure mode could not be reproduced during the return product analysis testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab due to handling of the product post removal. The return product investigation is inconclusive thus the exact root cause could not be determined, but the potential root cause could be related to the reported external impact to the sensor, which could have affected the in-vivo state of the sensor hydrogel .